Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe faulted. The intuitive tech support engineer (tse) reviewed the onsite logs and found errors m-18, m-11, and c-38. The staff cycled the erbe power, tried different instrument cords, and tried different instrument, with no resolution. The tse asked the staff to pull the erbe power cord, with the erbe powered up. The faults returned. The tse asked the customer to use a covidien generator if possible and informed the surgeon they could use and plug in the vessel sealer extend (vse) instrument into the e-100 generator. The surgeon continued with the case robotically. There were no reports of patient injury. Intuitive surgical inc. (Isi) followed up with the site and the following additional information was obtained: the system appeared normal when powered on. There were no errors reported on startup. There were erbe errors during the first case of the day, but it was resolved by changing the monopolar cord.

Manufacturer narrative:
An intuitive field service engineer (fse) went on site and replaced the erbe integrated electro surgical unit (iesu) generator to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the iesu for evaluation. Failure analysis (fa) could not replicate the customer reported complaint. The iesu was energized and cauterized, and all ports recognized instruments.